Manufacturer narrative:
Device will be forwarded to manufacturer for eval.

Event description:
Instrument would not allow for proper tightening of set screws. Eight set screws were stripped. Surgeon repeatedly tried to seat the set screw, even replaced the screw (item number unk) before determining the device was hindering proper tightening. Set screws and screw were discarded. Another instrument was available and implants were tightened correctly; however, incident caused a 45 - 60 minute delay in surgery. No pt injury.